Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was able to confirm and replicate the reported events. The nonconforming supervisor and host module were replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming supervisor and host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the gas did not cycle during surgery. An alternate system was used to finish the case. There was no patient harm.

Manufacturer narrative:
The host module was received. And a visual assessment of the returned sample revealed, no obvious nonconformity. The returned host module was installed into a calibrated system hot bed. And the issue was replicated. Further evaluation found the components, power converter printed circuit board (pcb) and central processing unit (cpu), in the host module to be nonconforming. The root cause of the reported event of touchscreen issue was determined, to be a failure in the components, power converter printed circuit board (pcb) and central processing unit (cpu) in the host module. The root cause of the reported event of auto gas filling (agf) issue could not be determined conclusively. The manufacturer internal reference number is: (B)(4).